Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the power module alarming was not confirmed. The power module (serial number: (B)(6), was returned not returned for evaluation and no log file was submitted for review. A root cause for the reported event of the power module alarm was unable to be conclusively determined through this investigation. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the integrity of the power module patient cable. This section also informs the user to replace any equipment or system component that appears damaged or worn. The device history records were reviewed and the records revealed the heartmate power module (serial number: (B)(6), was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on (B)(6) 2009. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the the power module was in need of a emergency backup battery. The site planned on making arrangements for training and replacement of the battery.

Event description:
It was reported that the power module was illuminating a red battery and a wrench. The nurse denied leaving the power module unplugged and stated that it was used the day before. It was also reported that the power module was missing its back cover which could not be located.